Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller¿s outer coating becoming worn exposing the metal was confirmed via visual analysis. The heartmate 3 system controller (serial number: (B)(6), was returned for analysis and upon initial observation, the coating of the system controller was found worn off on back of the back of the system controller and around the user interface. A log file was downloaded for review and showed events spanning approximately 4 days (B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. The driveline was disconnected from system controller on (B)(6) 2023 at 12:44:11 for a system controller exchange. There were no notable alarms were active in the log file that would indicate an issue with the system controller. The returned heartmate 3 system controller was functionally tested and was able to support a mock loop for an extended duration without any issues or alarms becoming active. The observed damage to the coating of the system controller¿s housing did not affect the system controller¿s ability to operate the pump as intended. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the blue outer coating on the system controller was wearing, and the metal on the back of it was exposed. The system controller was replaced.